Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'turns on/off by itself'. A review of the event history log identified 'improper shutdown!' Messages, and it was duplicated during evaluation by troubleshooting the device. The cause was determined to be depressed battery contact pins and a bent alternating current (ac) power adapter prongs. The rear case and ac power adapter were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turns on/off by itself. There was no patient involvement. No additional information is available.